Event description:
The patient called to report that the sensor was not releasing from the inserter, and part of the sensor broke off. The patient held down the green button and shook the inserted, and this allowed the remaining piece of the sensor to fall out of the inserter. Advised the patient that the sensor would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.